Event description:
It was reported that the ventilator failed pressure transducer during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).

Event description:
Manufacturer ref # (B)(4).

Manufacturer narrative:
The reported failed pressure transducer test during pre-use check could be confirmed. The inspiratory pressure transducer pc board was replaced as recommended in the service manual but not returned for investigation. The ventilator passed functional test and pre-use checks and was cleared for clinical use. Ventilator logs were downloaded. Evaluation of the received test log showed that the pressure transducer test had failed due to the measured inspiratory and expiratory pressures differed more than 6 cm h2o and also due to that the inspiratory pressure sensor's zero offset value had drifted and exceeded the allowed limit (±300mv from default). This offset drift if it occurs during ventilation may affect the measured peep and measured airway pressure. The conclusion is that the reported failure was caused by a drifting pressure sensor on the pressure transducer pcb. Since the replaced part was not returned for investigation, the root cause of the drifting pressure sensor has not been determined.